Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while traveling and walking extensively, with a documented nadir of 43 mg/dl and an estimated duration outside range of about one hour; the event was managed with oral glucose in the form of orange juice, after which glucose returned to range within approximately 30 minutes. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included no need for medical intervention, no hospitalization, and no long-term sequelae. Investigation included case review and user troubleshooting and education. Investigation of this case revealed no device malfunction or component failure and pointed to activity-related increased insulin sensitivity as a plausible contributor, with no evidence of device performance issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.